Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead had an unspecified over-sensing resulted in pacing inhibition and arrythmia. The patient had no adverse consequences.